Manufacturer narrative:
It was reported to terumo that there was a hole in the plastic white tray, however, terumo was unable to confirm due to the device note being returned. A review of the complaint files confirmed that there have been no previous report for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that there was a hole in the plastic white tray, occurred out of box. There was no pt involvement and no delay in the surgical procedure.